Event description:
Revision surgery - due to a failed rotator cuff; the surgeon revised to a reverse shoulder.

Manufacturer narrative:
The reason for the revision surgery was to remedy a rotator cuff failure after 6.5 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product and was dispositioned for rework due to burrs. A review of the product complaint report history shows this is the(B)(4) complaint for this part number: (B)(4) due to instability, (B)(4) due to trauma, (B)(4) due to infection, (B)(4) for incorrect features, and (B)(4) due to dislocation. This is the first complaint for this lot number. The root cause for the failed rotator cuff was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.